Event description:
It was reported that due to malfunction the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed. Should additional information be received a supplemental report will be submitted

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to malfunction the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed. Should additional information be received a supplemental report will be submitted